Event description:
During a brachytherapy treatment, the pt's breast received an incorrect entry of the catheter position from a treatment planning system. Because of this, the prescribed dose was 340 centi-gray at 1 centimeter from the tumor cavity while the actual dose received was 680 centi-gray at 1 centimeter from the tumor cavity. Based on physician review, it was determined that there was no effect on the pt.

Manufacturer narrative:
(B)(4).